Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge jumped from 80% to 20% then back up to 30% unexpectedly. Review of the pump data logs by tandem technical support showed battery fluctuations while the pump was disconnected from a power source. There was no reported impact to the customer's blood glucose level. Reportedly the customer had manual injections as alternate insulin therapy